Manufacturer narrative:
Feb. 29, 2016 03:52 pm (gmt-5:00) added by (B)(6): maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The manufacturer received the device for evaluation. The rotaflow drive (rfd) was forwarded to a supplier for further evaluation and repair. During the suppliers evaluation the reported error "txrx" could be confirmed. The cause was determined to be a defective rfd connection cable (cable break / short circuit). The defect on the cable is most likely due to improper handling of the device. The connection cable was replaced and the device was successfully tested to manufacturer specification.

Event description:
Feb. 29, 2016 03:45 pm (gmt-5:00) added by (B)(6): this is a duplicate of mfg report # 8010762-2015-00858 this medwatch is being generated per FDA correspondence received february 29, 2016 that requires supplemental / follow-up medwatches be filed electronically. It was reported that when starting the power, the device showed the error message "tx-rx." (B)(4).